Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. For each event, a field representative went onsite to evaluate the device and found and issue with the tubing on the rinse unit. Further investigation by the manufacturer confirmed the field representative findings were the cause for the event. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes 2 malfunction events where erroneous results were generated by the cobas c501 analyzer. There was one erroneous result for ammonia and two erroneous results for creatinine plus ver. 2 for a total of three patients. One patient was a (B)(6) male. The other patients' ages and genders were requested, but were not provided. The patients' weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.